Event description:
It was reported that during a coronary angioplasty treatment procedure, inflation difficulties were encountered. The physician was attempting to use two maverick 3.0 x 20 mm balloon for a kissing balloon technique. Both mavericks were introduced without incident. When trying to inflate both balloons simultaneously, only one was inflating. The physician then attempted to remove the balloons. One balloon was removed without incident, however the other shaft fractured within the guide catheter located in the left main artery. This was thought to have resulted from the shaft kinking when the balloon was introduced. The physician was able to snare the remaining shaft fragment and removed it without incident. Another maverick balloon was used to complete the procedure successfully. There were no pt complications or injuries reported.